Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" as per MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Additional, changed, and/or corrected data: a4, b3, b5, d6b, e1, h6.

Event description:
Healthcare professional reported "rupture" as per MRI. This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "rupture" as per MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.6.